Event description:
It was reported that there was a gradual increase in right ventricular (rv) lead pace/sense impedance values along with a compensatory proportional rise in rv pacing threshold. It was also reported that the high impedances could not be reproduced when the patient came into the office two days later. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).